Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the purewick urine collection system had no suction. They just changed the kit, and the patient woke up wet for the last few nights and thought it may be the lid. Representative asked customer to remove the lid, shake it to disengage the float. The customer said that due to having several urinary tract infections, urologist suggested to place a sponge between the patient and the wick. Representative advised against altering the use or placement of the wick as it disallows censoring of the suction mechanism. They did pinch test, wick innertube readjustment steps and wick contouring. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.

Event description:
It was reported that the purewick urine collection system had no suction. They just changed the kit, and the patient woke up wet for the last few nights and thought it may be the lid. Representative asked customer to remove the lid, shake it to disengage the float. The customer said that due to having several urinary tract infections, urologist suggested to place a sponge between the patient and the wick. Representative advised against altering the use or placement of the wick as it disallows censoring of the suction mechanism. They did pinch test, wick innertube readjustment steps and wick contouring. It was noted that the patient had been using the purewick products for more than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.

Manufacturer narrative:
The reported issue was confirmed as use related as the user was not positioning the catheter correctly. It was unknown whether the device had met specifications. The product was used for treatment purposes. The failure was caused by the misuse of the product. The root cause of this failure is "user unaware of restrictions or of patient condition". A DHR review is not required as the event is use related. The instructions for use were found adequate and state the following: "precautions: not recommended for patients who are: agitated, combative, or uncooperative and might remove the purewicktm female external catheter. Experiencing skin irritation or breakdown at the site. Do not use barrier cream on the perineum when using the purewicktm female external catheter. Barrier cream may impede suction. Proceed with caution in patients who have undergone recent surgery of the external urogenital tract. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. To avoid potential skin injury, never push or pull the purewicktm female external catheter against the skin during placement or removal". "Discontinue use if an allergic reaction occurs". Recommendations: ensure the purewicktm female external catheter remains in the correct position after turning the patient. Remove the purewicktm female external catheter prior to ambulation. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients. ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Change suction tubing per hospital protocol or at least every thirty (30) days". Note: patient can be positioned on back, side lying, frog legged, or lying on back with knees bent and thighs apart (lithotomy position) prior to device placement. Peri-care and placement: 3. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. 4. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.